Event description:
Related to MFR report number: 2183959-2012-02588. It was reported that an ams bioarc sling was implanted on (B)(6) 2010 to treat plaintiff for pelvic organ prolapse and/or stress urinary incontinence. The plaintiff¿s attorney alleges that mesh products have caused severe and irreversible injuries, conditions, and damage to the plaintiff and as a result the ¿plaintiff has been forced to undergo extensive medical treatment, including, but not limited to operations to locate and remove mesh, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia.¿ it was also alleged that ¿as a result of having the pelvic mesh products implanted, the plaintiff has experienced significant mental and physical pain and suffering, has sustained permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedures,¿ and other damages.

Manufacturer narrative:
Should add¿l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.